Event description:
Pitocin programmed into abbott plum a+ pump to deliver at 42ml/hr by night shift nurse. Day shift nurse checked rate approximately 1.5 hours later and pump was running at 422ml/hr. Staff stated they have had "problems" with the "sensitivity" of the keypad on the pump and have caught several potential errors due to repeats of the last number entered when the rate is set.